Event description:
The user facility reported that the sterilizer was ¿sparking¿ at the bottom and a ¿burning¿ smell was coming from the unit. No injuries or procedural delays/cancellations were reported.

Manufacturer narrative:
A steris service technician inspected the unit and found that the generator heating element shorted out. The heating element shorting out caused the contactor to fail. The technician cleaned out the generator chamber, replaced the heating element and contactor and returned the sterilizer to service.